Event description:
Broke off in pt.

Manufacturer narrative:
The actual device was received for evaluation and noted that all of the components were not present. There were five segments missing. The cable was frayed and broken at the point of failure, a section of the cable had been completely removed from device, and the end arrangement with nitinol wire was separated from the device. It is virtually impossible for the segments to become separated unless both sides of the cable are broken. The device was manufactured in oct 2003. A DHR review for this lot did not indicate anything that would have contributed to the reported issue. Root cause for the cable failure can be attributed to mechanical stress. Although an absolute cause for cable failure cannot be determined, this type of failure can be a result of repeated cleaning without the use of the protective/sterilization sleeve. As stated in the directions for use that is included in the packaging of the device "important notice: diamond-flex retractors must only be sterilized in the fully relaxed position. Before sterilization the 'protective/sterilizing sleeve' must be located on the protective segmented portion of the instrument. Failure to follow these instructions may significantly impair the life of the retractor. The dfu also recommends under care and maintenance to "inspect instruments before each use for broken, cracked, tarnished surfaces, and chipped or worn parts. If any of these appear, do not use the instrument."